Manufacturer narrative:
Concomitant products: w1dr01 ipg was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was asystole and experienced syncope. It was further reported that the right ventricular (rv) lead exhibited loss of capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.